Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) yr old male patient notified a zoll patient service representative (psr) that he was treated while undergoing a procedure in the hospital. The patient reported that he was wearing the vest while undergoing a catheterization. He reported that the device alarmed, so the staff performed CPR on him. The patient reported having open heart surgery later that day. A review of the event indicates that the patient experienced an inappropriate defibrillation event consisting of 5 treatments. Svt at 153-182 bpm contributed to the false detections. The response buttons were not pressed during the entire event. The patient ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. H.3: device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 02/2014. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.